Event description:
It was initially reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient stated that they only got coverage on the right side for their pain for the first 30 hours after implant but had since lost the stimulation. The patient had one reprogramming session since implant. It was noted that the patient only received stimulation to their left side. The trial phase of device testing for the patient reported that it worked ¿somewhat¿ and that they had to lean to one side. Follow up information received on (b)(64) 2009 reported that the patient had met with the manufacturer¿s representative early last week but was unable to get the stimulation to the patient¿s right side. It was noted that the lead needed to be moved over to the right. The patient was referred to a neurosurgeon for a revision procedure. Additional information received on (B)(6) 2010 reported that the patient experienced a loss of therapeutic effect. It was also reported that during a revision on (B)(6) 2010, the lead component was ¿unplugged¿ and a new lead inserted into the ins. It was then reported noted that electrodes #0 to 7 were not providing appropriate coverage for the patient¿s needs. The physician was to leave the lead tail ¿hanging¿ connect the 8-15 lead tail to the bottom port of the ins. The new lead was then attached to the top port of the ins. It was noted that the during the trial phase of device testing the patient was able to get coverage for their pain. Follow up information received on (B)(6) 2010 from the healthcare professional (hcp) on (B)(6) 2011 confirmed that the original lead had be disconnected (on (B)(6) 2010) and a new lead placed on (B)(6) 2010. The hcp did not attribute the event to any of the device components but to ¿patient anatomy.¿ it was noted that the stimulation was covering the correct side but just not covering the area of pain. The patient outcome was reported as no injury ¿pending.¿ if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).